Event description:
It was reported by the customer that a bd pyxis¿ medstation¿ es had an issue with assigning the medication in the pocket. The customer reported that the pocket failed, and they tried to assign the medication in the pocket, but it showed that it was unable to scan and unable to assign the medication back to the pocket. The malfunction occurred while the user was trying to issue the medication and there was no delay in dispensing the medication. There were no adverse events or injuries reported as a result of this incident.

Manufacturer narrative:
A review of the complaint history for sn (B)(6) was performed in salesforce which did not locate similar complaints with the same failure mode for this serial number. A review of the device history record for sn (B)(6) was performed from the date of manufacture, 04-jan-2021 and confirmed that this device was not previously returned for servicing and there were no production failures which correlates to the customer reported issue. Upon investigating the actual device used in this incident, it was determined that the malfunction occurred due to a software issue. A technical support specialist rebooted the server to resolve the issue. The system functioned as intended after the technical support specialist troubleshot the device. Initial reporter facility name: ucla health system physicians - calabasas imaging & interventional center.